Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804003-femoral head-61138121; 00630505840-poly liner-unknown; unknown-unknown cup-unknown. . Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00091. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent revision procedure 11 years post implantation due to discomfort, elevated metal ions, and pain. The head and liner were removed. The liner was damaged upon removal. Black discoloration was apparent on the trunnion of the stem. A new liner and head were re-implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed via provided medical records reviewed by a health care professional. Review of the stem's device history records identified no deviations or anomalies during manufacturing. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Intraoperative photographs, and photographs of the explanted products were provided. The explanted products were covered in bio debris. Visual inspection identified discoloration on the trunnion, and the head's taper surface. No further evaluation could be performed using the images provided. Lot identification is necessary for review of device history records; lot identification was not provided for stem. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: 00801804003- femoral head sterile product do not resterilize 12/14 taper- 61138121; 00630505840- xlpe 0 deg poly liner 58x40- 61166344; 00620005822- shell porous with cluster holes 58 mm o.d.- 61168296; 00625006535- bone scr 6.5x35 self-tap- 61213492; 00625006535- bone scr 6.5x35 self-tap- 61202393. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision 11 years post implantation due to pain, elevated metal ion levels, pseudotumor, and altr secondary to in-vivo implant corrosion. During the procedure the prior scare was used, opened into a pseudotumor cavity that had mostly fluid in it, capsule notably thick. Corrosion was noted at the base of the femoral head, confirmed corrosion inside the head and staining of the femoral neck, femoral neck grossly stained with corrosive debris. The liner was removed destructively. Locking ring still works. Shell solidly fixed, hip stable in all directions with new implants. No complications or patient harm. Attempts have been made and additional information on the reported event is unavailable at this time.